Event description:
As reported, while removing an unknown sheath, the white cone with the green marker did not appear on a 5f mynxgrip vascular closure device (vcd). The device did not function as needed. There was no reported patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2202703 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, while removing an unknown sheath, the white cone with the green marker did not appear on a 5f mynxgrip vascular closure device (vcd). The device did not function as needed. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review of lot f2202703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. Per the IFU, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information provided suggests that the reported failure could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.